Event description:
Customer reported via phone call to have been hospitalized on may 08, 2015 with blood glucose of 99 mg/dl. Customer reported of being found unconscious with blood glucose of 31 mg/dl. Customer was treated with IV drip. Customer's blood glucose at the time of call was 480 mg/dl. Customer reported that batteries were removed from the insulin pump for five hours. Customer states that when batteries were inserted, he received a beep anomaly that went off every two to three minutes. Customer was able to resolve beep anomaly. Customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.